Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip closed on the tissue but would not release from the catheter. After some time, it eventually released, but the clip slipped off the tissue. The procedure was completed with non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.